Event description:
On (B)(6) 2011, the pt's mother reported the pt has been experiencing elevated blood glucose of 17.6-18.9 (317-340 mg/dl) since (B)(6) 2011 and the infusion device shut down without warning. Her target blood glucose range is 4-7 mmol/l (72-126 mg/dl). Troubleshooting did not reveal the cause of elevated blood glucose. The pt stated, the display was blank this morning and a new battery was inserted and the infusion device functioned normally. E7 (electronic) error was displayed 3 times today. The pt injected insulin via syringe to lower her blood glucose. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.